Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins). It was reported that during surgery the nexframe assembly was not moving smoothly when the doctor was adjusting it. There were no external environmental or patient factors that may have led or contributed to the issue that were reported. The doctor continued to try to work with the original assembly but felt it was affecting their ability to be accurate. It was reported that the nexframe was replaced with a new assembly kit, the new assembly moved more smoothly than the first and the issue was resolved. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected (B)(4) because this is the closest code available with respect to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the nexframe lot # 082503818 found that the anatomy alignment ring rotates without indexing. If information is provided in the future, a supplemental report will be issued.